Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0137 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the catheter and guidewire broke off inside the patient, just past the pink hub. Pt needed ir to image the patient to find the piece left inside."